Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced uncomfortable stimulation and underwent surgical intervention on (B)(6) 2025 wherein the ipg was repositioned to address the issue. Therapy was restored post-op.